Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint; leaking of liquid from the rubberized part which is inserted into the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint; leaking of liquid from the rubberized part which is inserted into the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with open packaging confirming lot# 0061775647 was provided for evaluation. Visual evaluation was performed on the sample returned and it was noted the tubing was loosely inserted into the space pump. Set was functionally tested and leakage did occur near the pump segment. When observed under magnification the tubing was clear of solvent. Based on the investigation results, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence a quality notification and retrain was generated for all associates involved in the hand assembly process. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.